Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope angulation lock was not working. Inspection and testing of the returned device found a gap on the distal end of the device which allowed staining to enter the lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the switch 2 was damaged and did not work, the up/down lock lever was worn, the angulation wires were worn and out of standard value in the up, down, and right directions, the up/down knob was out so specification, the right/left knob was out of specification, the scope body had a crack, the forceps control lever had a burr, the ultrasonic cable was damaged causing a defective image, the acoustic lens was damaged which caused image defects, the adhesive on the protective coating of the bending portion of the device was worn, and scratches were present on the grip, the scope cover, the up/down knob, the right/left lever, and the acoustic lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.